Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are:: product ID: 8709, lot# unknown , product type: catheter.

Event description:
On (B)(6) 2016 information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving palladone (12 mg/day) via an implantable pump for an unknown indication. On an unknown date, during refills, the amount of drug was always higher volumes of drug than expected. The hcp did not provide specific volumes, but reported it was more than a (B)(4) difference every time. The patient was sure that "in his pump is delivery problem". The hcp decided to change the pump because they suspected "there may be corrosion problem". The pump was changed on (B)(6) 2016, but "this was not an urgent procedure". A catheter dye study was performed "earlier", but an exact date was not obtainable. There were no alarms. The issue was resolved on the date of this report.

Manufacturer narrative:
Analysis of the pump found miscellaneous overinfusion due to an undetermined root cause. The pump was being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4), v 5.0). During (B)(4) testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis was completed and additional anomolies were reported. Analysis revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.